Manufacturer narrative:
A review of the calibration and quality controls data showed the instrument was performing within specifications. Of the 2 measurements performed from the same syringe all parameters in question correlated well. In addition the so2 values were low, as were the po2 values. This indicates the system was measuring correctly since both parameters are measured by different methods in different measuring chambers. No sensor or analyzer related problems were identified. A definitive root cause could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained that a blood gas measurement on a (B)(6) did not match the patient's clinical condition. The same sample, a 3 ml heparinized syringe, was tested twice with the following results: lactate: 12.0 mmol/l and 11.8 mmol/l pco2: 93.4 mmhg and 92.4 mmhg ph: 7.014 and 7.015 po2: 18.7 mmhg and 19.6 mmhg the nurses who viewed the results took no action because the baby was in perfect health. There was no adverse event.